Manufacturer narrative:
(B)(4). Batch # m5649j: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: please explain what is meant by, ¿take out the device manually.¿ provide details about how the device was removed. Take out the device manually by force, not smoothly. It was reported that suture was used to sew the wound. Please describe the wound and how it occurred. As the surgeon took out the device by force, considering safety, the surgeon used suture to re-sew the wound. Were there any patient consequences because of the reported difficulty encountered in removing the device? If yes, please describe. No.

Event description:
It was reported that during an unknown procedure that the device could not be removed. After fired, opened the device by turning adjusting knob counter clockwise 1/2 to 3/4 of revolution, rotated the device, could not remove the device. Take out the device manually, considering safety, suture was used to sew the wound. The surgeon checked the donut, it was complete.

Manufacturer narrative:
(B)(4). Batch # m5649j the analysis results found that the ccs25 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.